Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA? Is unknown. No information has been provided to date.

Event description:
It was reported that the pump had a latch lock error. No patient injury was reported and no further details provided.

Manufacturer narrative:
Other, other text: b5: additional information received via email and attached to complaint object: all issues with these pumps were found during test and repair. No patient involvement was indicated at the time the pumps were received for repair. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and the battery door. The customer stated problem was duplicated. During investigation, found latch/lock optic flex circuit non-functioning so it was replaced. The battery door was also replaced. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.